Manufacturer narrative:
(B)(4). Field safety technician has been sent for investigation and found the control board of the right side pump defective. The control board has been replaced and the function was checked. All modes are selectable. Thus the failure could be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
November 16, 2015 03:05 pm (gmt-5:00) added by (B)(6): (B)(4). A supplemental medwatch will be submitted when additional information becomes available.

Event description:
Customer stated that it is not possible to select cardioplegia mode on the twin pump, due to defective control board. No known consequences to the patient. (B)(4).